Event description:
Because of non-union of anterior mandible after surgery 6/4/97, pt returned to surgery 6/25/97 for removal of plate and implantation of a different plate. Osteomed plate and screws removed and kls martin plate and screws implanted. Osetomed implants taken by surgeon. Per surgeon; "found osteomed chin plate bent straight with chin displaced inferiorly. Repositioned chin segment and stabilized with more rigid kls chin plate.